Manufacturer narrative:
An abbott customer service representative talked to the customer over the phone and guided them on the replacement and calibration of the architect i2000sr analyzer stat probe. The customer successfully accomplished this activity and validated performance through a successful quality control sample run. Subsequent instrument operations and test results were acceptable. There were no returns available from the customer site. The service history review for this analyzer did not identify any contributing factors on or around the date of the complaint. There were no subsequent contacts from the customer regarding discrepant results. A review of complaint tracking and trending metrics was performed and identified no adverse trends or non-statistical trends in conjunction with the complaint issue currently under evaluation. No non-conformances, potential non-conformances or deviations were identified. The architect system operations manual and the architect stat troponin-I assay package insert contain information to address the current customer issue. Based on the available information from the customer site and the results of this evaluation, there is no evidence to reasonably suggest that a systemic issue or product deficiency exists.

Event description:
The customer reports discrepant architect stat troponin-I assay results being generated on architect i2000sr analyzer serial number (B)(4). The following was provided: patient sample 1 generated a result of 0.05 ng/ml that retested at 0.02 ng/ml on another architect system in the lab. The customer recentrifuged the sample and retested it on instrument serial number (B)(4) and generated a result of 0.03 ng/ml. Patient sample 2 generated a result of 0.63 ng/ml on instrument serial number (B)(4). The customer recentrifuged the sample and retested it on the same analyzer, which this time generated a result of 0.01 ng/ml. The customer uses a cut-off value of 0.04 ng/ml. The customer declined to provide any further patient information or results, but did state that four corrected reports had to be issued. The customer stated that there was no fibrin present in any of the samples. Abbott customer service provided several troubleshooting procedures to try. There is no impact to patient management reported.